Event description:
It was reported that after the case, pin from handpiece clamshell was missing, was not noticed until after the case. C-arm x-ray to make sure the pin was not in the patient. No patient injuries reported beyond this event.

Manufacturer narrative:
H10: the navio handpiece, used in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. This failure mode is identified in the risk file. The surgical technique for tka (500095 revd) provides instructions for handpiece usage. The cleaning and sterilization guide (500094 revf) provides instructions for handpiece sterilization. The initial visual/functional inspection was performed, which confirmed the reported event visual inspection confirmed the missing pins. Epoxy was only visible in 3 of the 4 pin holes. DHR review confirmed that there was epoxy in all 4 holes when the handpiece was manufactured. This handpiece was manufactured in january 2016. Service history review found that the handpiece was reworked to replace the snap lock on (B)(6) 2018. It was returned from a high volume customer and then sent as a service replacement to another high volume customer. Therefore, it is reasonable to assume that it has been used for over 100 cases, which is the expected useful life of a handpiece. Therefore, the root cause is unit beyond serviceable life. Per complaint details, the device malfunctioned during use and required radiological imaging to ensure the missing pin was not retained in the patient. Based on the information provided, the patient impact beyond the reported c-arm imaging along with the modified procedure could not be determined. However, per the field report, there was no patient injury. No further medical assessment is warranted at this time.